Event description:
The reporter at the user facility reported that the patient was in the intensive care unit for an extended length of time and was very critically ill prior to the event that was reported in relation to biopatch use. It was reported that while using the product for a central line, the patient developed a candida albicans infection. The site and extent of the infection was not specified. The central line had been placed by a surgeon and no biopatch was placed by the surgeon at the time of the catheter placement. At an unspecified time later, the rn's (registered nurses) placed the biopatch on top of the line, not around the line and not in contact with the skin. This is not as indicated in the biopatch "instructions for use". The user facility report that training for nurses on the correct use of this device is being conducted. Integra has requested additional clinical information from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information. The user facility reported a similar event in manufacturer's report number: 2648988-2010-00036.